Manufacturer narrative:
Recalibration of the system alleviated the problem. An fse (field service engineer) performed the flow cell cleaning procedure. Foreign material contamination was present. The ise (ion-selective electrode) flow cell was found to be contaminated with bacteria which may have contributed to the error but a clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 to (B)(6) 2010 for additional reportable events.

Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 600 instrument. The customer ran the patient samples on another dxc 600 instrument and got values that matched the first set of values. The results were reported out. One physician called the laboratory and asked that the instruments be recalibrated and patient samples rerun. Calibration was performed and the qc (quality control) was run again and found to be within the lab's established ranges. Customer then re-ran patient samples and discovered that the na results were higher and in the normal range. The patient results were amended. Results were reported outside of the laboratory. While there is no report of any adverse event or serious injury related to this event, it is unknown whether there was any modification to patient treatment.